Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: leg pain procedure: anterior lumbar interbody fusion levels involved: l5-s1 it was reported that intra-op, perforation of the bowel was suspected from minimally invasive instrumentation's guide wire. Post-op, peritoneal infection was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Relatedness of the event has changed from "related to device" to "not related to device".